Manufacturer narrative:
Sensor kit expiration date is 31-may-2021. The medical event associated with this case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving scan results that were lower than readings obtained on a competitor brand meter and self-treating with sugar and juice. Customer subsequently experienced symptoms described as dizziness, sweating, "eyes were shaking", and a loss of consciousness and had contact with an hcp who provided novolog insulin via injection as treatment (dose unspecified). There was no report of death or permanent injury associated with this event.